Manufacturer narrative:
Insulin pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb1 at power connector (j7), force sensor connector (j2) area, lcd flex cable copper connector traces and on force sensor flex cable copper connector traces and on pcb2 at j1 connector. The force sensor measurement was within spec range ((B)(4)). The crest/thus download was successful. The power management grap confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, unable to verify the pump currents due to critical pump error (open book image) alarm. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error and was draining batteries. Customer stated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.